Event description:
It was reported that the patient complained of feeling 'palpitations,' since a lead warning for low impedance had occurred three months prior. There was also no capture. The right ventricular lead was replaced. The patient has had no further complaints of palpitations, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation was breached; full lead in segments was returned for analysis. It was reported that the patient complained of feeling 'palpitations,' since a lead warning for low impedance had occurred three months prior. There was also no capture. The right ventricular lead was replaced. The patient has had no further complaints of palpitations, and no patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination insulation degradation/deterioration nsulation device was out of specification in a manner that relates to event capture, failure to mpedance, low.